Event description:
Per the clinic, the patient experienced a sudden facial paralysis which begins after the patient went to the dentist (specific date not reported). The patient was then treated with corticosteroid (specific date and duration not reported). The patient also experienced a middle ear infection (suppuration) and biofilm formation at the implant site which was treated with oral antibiotics (specific date and duration not reported). The patient also experienced a gradual increase in hearing performance and eventually on (B)(6) 2018 (specific date not reported), the patient suddenly stopped responding to sound. Neural response telemetry (nrt) was attempted; however, no measurements were obtained. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The patient underwent an exploration revision surgery on (B)(6) 2019, which revealed granulation tissue around facial nerve, infection at the middle ear and biofilm formation at the implant site. Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device (specific date not reported).